Event description:
It was reported that the subject device balloon fell off. The event was identified during set up/inspection for use (during set up in room/before patient in room). There was no report of patient involvement.

Manufacturer narrative:
Linked patient identifier: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.